Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient generated a lower than expected intact parathyroid hormone (pth) result of less than 5 pg/ml on the architect (B)(4) analyzer. The customer elected to do dilutions of 1:5 and 1:10 and the results were 92 and 106 pg/ml respectively. A portion of the sample was sent to a reference lab, which reported a pth result of 366 using the immunolyte 200 method. No impact to patient management was reported.